Event description:
Add'l surgeries; I was implanted with pelvic mesh for a cystocele and rectocele repair as well as a bladder sling. I've had multiple revision surgeries because of pain and other symptoms from mesh extrusion. I'm a masters educated nurse and have lost my job, my health, and my future. I am totally disabled and unable to work since 2011. I went from incredibly healthy to disabled within 6 years with my health rapidly decreasing from implant onwards. I am now facing a life-threatening and expensive surgery to attempt to remove all of the mesh. It has been an absolute nightmare. I'm only (B)(6) and I've lost the last 10-15 years of my life to this mesh. I have autoimmune diseases that I believe were brought on by the chronic inflammation and infection of my mesh. FDA safety report ID# (B)(4).